Event description:
It was reported that a cdh29 was used during a subtotal gastrectomy. It was reported by the affiliate that one of the staples malformed. The surgeon put some overstitches to complete the case. There was no consequence to the pt.